Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported receiving a minimum fill message after changing supplies and accidently throwing away the new cartridge and loading her old cartridge, the pump requested a minimum of 50 units. Customer changed supplies with tandem technical support and successfully loaded anew cartridge. The customers blood glucose (bg) level was 500 mg/dl with moderate to large ketones. Customer addressed high bgs by changing supplies and is meeting with health care provided.